Event description:
Sales rep (B)(6) reported on behalf of the customer, (B)(6), that when removing the entire construct and taking out the screw, the surgeon noticed that the screw thread appeared to be damaged. He would like to know what could have caused this. Screw was placed in l4 on the left side.

Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.